Event description:
Event description guidant received information that this device was not successfully implanted. Prior to implant, the device was interrogated without issue. It was programmed to unipolar mode at 3.5 volts in each chamber. When the device was placed in the pocket it did not pace. The ventricular chamber was then programmed to high outputs and still there was no pacing. The device has been returned for analysis.